Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient had constrained liner implanted in 2009 after previous dislocation. The liner pulled out of the trident shell which is enclosed shipped as well. The surgeon thought the implant was securely in place and seated at previous implantation. During this revision, dr implanted an adm shell and liner with a +12mm 28mm head. The patient appeared to have stability."